Event description:
It was reported that pump experienced malfunction during cartridge change and displayed malfunction code that was successfully reset. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged understanding of instructions.